Manufacturer narrative:
The reported event was confirmed through visual inspection. During the device evaluation, it could not be determined what caused the broken tip. Handling of the device has most likely caused the reported event. The device was scrapped, as it was not repairable.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the tip of the thoracic pedicle feeler broke off. The procedure was completed successfully without a delay; no medical intervention, no patient involvement, and no adverse consequences were reported with the event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure conducted at the user facility the tip of the thoracic pedicle feeler broke off. The procedure was completes successfully without a delay; no medical intervention, no patient involvement, and no adverse consequences were reported with the event.